Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr tried reloading the software several times and rebooting the entire system-1, this did not work. The fsr tried unplugging the pump cable and trying difference positions on the network interface card (nic) board and trying the other nic board to no avail. The fsr replaced the roller pump pod board. The fsr completed a release test on the pump after the repair and was able to complete the nfc successfully. The roller pump operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that after the notice of field correction (nfc) software update was performed, the roller pump blanked out and would not reboot. There was no patient involvement.